Event description:
A pt reported experiencing inaccurate low results with a one touch basic meter. The pt's blood glucose were 47 mg/dl, 40mg/dl and 141mg/dl. Tests were done within 10 minutes with a difference of 133%. Pt did not experience any adverse events.